Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the connection of the power supply cable is internally disconnected or forced into the backside of the monitor. The customer observed a leakage current which manifested at the skin of the children (downy hair stood upright as result of static electricity). There were no consequences or impact to patient reported.

Manufacturer narrative:
Updated initial reporter to mr. (B)(6). Updated to "yes". Updated occupation to "biomedical engineer".